Event description:
The customer reported that the system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor and the power control printed circuit boards were replaced. The system was tested and found to be working as intended and put back into service.